Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file (see attached) contained data (B)(6) 2021. The pump remained above the low speed limit for the duration of the log file. Transient elevations in pump power, and correspondingly flow, were captured on (B)(6) 2021. Of note, several of these elevations were captured during pulsatility index events. The remainder of the file consisted of power cable alarms and low battery (voltage) advisory alarms. The log file appeared to show the pump operating as intended. Multiple requests for additional information regarding the reported event were sent to the account; however, no further information was provided. The patient is currently ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced multiple low voltage alarms. The patient stated that he switched out the batteries the second it started beeping. Log file analysis captured an increase in power and a decrease in average pulsatility index over time. Thrombus can affect all four parameters of the device: speed, power, flow, and pulsatility index. However the operation parameters appeared to have returned to routine operational values for this system.